Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. Added h6 impact code 4648.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the 45-year-old male patient was on impella cp support due to st elevated myocardial infarction (stemi). While on support, diagnostic imaging report read that tissue abnormalities suggestive of thromboembolic activity were found - ischemic stroke noted. Patient expired on support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).